Manufacturer narrative:
Data collection attempts could not provide for incomplete, missing info. It is not suspected that use or continuing use of product could result in a pt's death.

Event description:
Device returned by medtronic without documentation.